Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and incoherency.

Event description:
Dexcom was made aware on 04/14/2017 that on (B)(6) 2016, the patient experienced a hypoglycemic event. The date of event is an approximation. Patient reported that she was in a portable restroom for a long time and her husband called the paramedics. Paramedics broke open the restroom door and administered the patient a glucagon kit the patient had a blood glucose (bg) value of 55 mg/dl and was not coherent. Patient was treated on site and not taken to hospital. There was no allegation made against the dexcom system. Patient reported she was in a loud environment (concert) and was unsure if the receiver alerted or not but that she had not missed any other alerts and all alarms functioned when tested. At the time of contact, the patient was in okay condition. No additional patient or event information was provided.